Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem of 'failed flow rate test low' could not be evaluated in the ehl due to lack of specific evidence of the time and circumstances of the event, and was unable to be recreated during evaluation. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volumetric test. The test was run at 200ml/hour for 6 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.